Event description:
It was reported that during a laparoscopical rectosigmoidectomy procedure, the device locked during the second firing. The instrument did not open the jaws. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.